Event description:
It was reported the tough screen became unresponsive. Customer did not know if blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.